Event description:
Additional information was received that right atrial (ra) lead damage was alleged but not confirmed. The device was reprogrammed to deactivate the ra lead to resolve event.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Provocative testing was performed and the lead noise was not reproduced. No intervention has been performed. The patient was stable and will continue to be monitored.